Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and found the error code c-34. The fse then replaced the integrated electrosurgical unit (iesu). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure using an xi system, the clinical sales representative (csr) contacted dvstat and reported that erbe error c-34 occurred, preventing the use of monopolar coagulation. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended using classic mode. The procedure was completed as planned with no report of patient injury. However, it is unknown whether the procedure was completed using the original configuration.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the integrated electrosurgical unit (iesu) for failure analysis investigation. The unit was analyzed and found issue could not be confirmed via system logs, but testing produced a c-34 startup error with c-00 noted in the internal log. Erbe unit will be sent to the original equipment manufacturer for further investigation. The complaint was not confirmed based on failure analysis. The probable cause of error c-34 is attributed to a faulty electrical component inside the erbe generator. This error indicates a lower voltage than expected during energy activation. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the erbe could be used only with the monopolar energy. The procedure could be completed with the same generator.

Event description:
Refer to h11 for follow-up information.